Event description:
It was reported by the customer that pyxis medstation es system drawer had failed. The customer reported that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there were no error codes present when the field service engineer arrived. A field service engineer removed back panel and inspected failed pocket drawer and no issues found. The system functioned as intended after the field service engineer troubleshot the device.